Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider reported that the patient had a revision performed on their device. The patient was implanted for spinal pain. Additional clarification regarding the revision was requested. No cause or troubleshooting was provided with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.